Event description:
The customer reported wash carousel motion errors entering the not ready state involving the access 2 immunoassay system. Beckman coulter customer technical support (cts) assisted the customer in troubleshooting but the incubator belt would not move freely. The customer was advised to discard the reaction vessels loaded on the instrument. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results. As the instrument enters the not ready state, any assays on board would not be analyzed. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed reaction vessel (rv) jams in the wash carousel. The fse replaced the incubator belt clips that were damaged from the vessels being in the path of the incubator belt. The fse properly disposed of the customer's inventory of the affected lot. New lots of reaction vessels, not made from the new resin, were shipped to the customer. The fse removed all affected rvs from the instrument. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels, with a lot that was not manufactured with the new resin, corrected the issue. (B)(4).